Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to a lack of adhesive. As a result, the latch lever was tightened and the downstream occlusion sensor seal was replaced due to deterioration. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch was loose and wobbly. During physical inspection, it was found that downstream occlusion sensor seal was deteriorated. There was no patient involvement, no patient injury was reported.